Event description:
Battery on (B)(6) 2019 10:16:33 rfc_repairs (rfc_repairs) po for (B)(6). Internal nicad battery depleted. On (B)(6) 2019 06:52:28 (B)(6) the device is rur due to end of life. On (B)(6) 2019 07:53:46 (B)(6) (B)(4) there was no patient involvement.

Manufacturer narrative:
The customer did not authorize or respond to any device repair request. The database showed no quality notifications were opened for the device. A review of the device history record showed the device had a manufacture date of 26may2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6)was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
The customer did not authorize or respond to any device repair request. The database showed no quality notifications were opened for the device. A review of the device history record showed the device had a manufacture date of 26may2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Battery: (B)(6). There was no patient involvement.